Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intended to deliver a combined correction and food bolus but inadvertently delivered a food bolus due to forgetting to enter a blood glucose (bg) value when programming the bolus. The customer's bg level was 370 mg/dl. Reportedly, the customer resolved the issue by programming and delivering a separate bolus.